Event description:
On (B)(6) 2011, a physician reported that the vns patient has high impedance. The physician reported that they discovered the high impedance from a recent report from the patient's psychiatrist. The patient has also been experiencing painful stimulation in her chest described as almost a shocking sensation. The patient also reported that she feels that her generator has migrated and the patient's depression has worsened. The physician did not know the relationship of the increase in depression to pre-vns baseline levels. No interventions had been planned at that point. The patient's settings were disabled that day but were previously at output=0.25ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=5min/magnet=0ma. The system diagnostics showed output=limit/lead impedance=high/dcdc=7/eri=no. X-rays were received by the manufacturer on (B)(6) 2011. Based on the x-rays received, the cause of the high lead impedance could not be identified. The lead pin appeared to be fully inserted into the connector block, and there did not appear to be any sharp angles or discontinuities in the visible portions of the lead. However, an unpronounced lead discontinuity cannot be ruled out. A battery life calculation was performed which showed 7.32 years until elective replacement indicator (eri) shows yes. Although surgery is likely, it has not yet occurred. Additional information has been requested from the physician but no further information has been received to date.

Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the vns patient was scheduled for a full revision surgery. The surgery took place on (B)(6) 2012. The leads were replaced due to high impedance, but the generator was replaced for prophylactic reasons. Attempts were made for the return of the explanted lead and generator but they have not yet been received.

Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator. Product analysis of the lead was completed on (B)(6) 2012. During the visual analysis the electrode coil appeared to be broken near the electrode bifurcation area. Scanning electron microscopy was performed and identified the area as being mechanically damaged with pitting which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. The coil showed characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2012, when the explanted lead and generator were returned to the manufacturer for product analysis. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death.